Event description:
Overdelivery reported: IV hydration orders were changed from 999ml/hr with a 1 liter dose to a 500ml dose. The pump was reprogrammed to deliver the 500ml dose limit. After one hr the 1 liter of unspecified hydration fluid had infused: the pump did not stop and alert after the 500ml dose limit reached. No pt harm or adverse effect was reported. No further info is available.